Manufacturer narrative:
Product complaint # (B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination revealed that the hex lobes of the tightener¿s distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of the tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the tightener¿s distal tip becoming stripped cannot be positively determined. However, noted damage suggests that the tightener was likely subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the tightener becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: sales rep informed: "I want to report an incident that occurred with some pieces of the expidium equipment today. Instrumentation of l4-l5 was performed, at the time of final torque of the closing screws, the corresponding screwdriver was isolated (separated) from the head of the screw. The screwdriver was changed but the other one was in the same state as the above, this causes the surgeon to get upset and thus had to do a manual tightening. This situation did not give enough confidence to the surgeon that he had tightened enough to keep the system safe; but since there was no other way to finish the procedure, the surgeon decided to leave the system with the tight manual that he performed". Code: 279712600; lot: not informed.